Manufacturer narrative:
Country of incident: germany.

Event description:
We have received information about a potential incident and would like to inform you about it. It was not able to start therapy with two luisa devices at the same patient. The devices showed divergent error messages with the request to perform a firmware update. Within this report only the device with serial number (B)(6) is captured. The second device will be submitted in a second report with the submission name ticket (B)(4) - initial. The manufacturer has not received any information about any harm from patients, users or third parties.

Manufacturer narrative:
Country of incident: (B)(6). This case is considered closed by (B)(4).

Event description:
We have received information about a potential incident and would like to inform you about it. Two luisa ventilators used for the same patient experienced a similar malfunction while the devices were being prepared for mobile use. When trying to turn on, both devices did not start as expected but instead displayed a firmware update screen and error messages. Reboot attempts were unsuccessful. The patient could be safely switched to an alternative ventilation method. Within this report only the device with serial number (B)(6) is captured. The second device will be submitted in a second report with the submission name ticket (B)(4) - final. The manufacturer has not received any information about any harm from patients, users or third parties.